Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranged from 40-50 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Reportedly, the customer did not have alternate insulin therapy available and declined further follow up from tandem technical support.